Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired while deer hunting. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
Upon receipt, the device was tested on the bench and no anomalies were found.